Manufacturer narrative:
The device and the lens were returned inside the opened lens carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was returned positioned incorrectly in a transport lens case. Viscoelastic was dried on the lens. One haptic was broken in the gusset area. The broken portion was not returned. The other haptic was broken in the distal area. The broken distal area was returned at a locking arm mechanism of the lens case. The optic was broken into two large portions and the optic edge had cracked areas of damage. Viscoelastic was not provided. It is unknown if the qualified product was used. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ophthalmic viscosurgical devices (ovds), may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The broken lens with broken haptics was returned outside of device. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was damaged during implantation. Additional information has been requested.